Event description:
Had a thoracic rod removed during a surgery to correct "flatback" syndrome. Rptr had scoliosis and the rod was removed in order to put in another device. Rptr's upper spine looked completely fused at time of surgery. There is evidence now that when rods are removed from an adult scoliosis pt's spine, their back can collapse like rptr's is now doing. Rptr has extreme problems now and must go through yet another surgery, maybe two in order to fix the problems. A dr recently did a study about this and it is in the "spine" journal, year 2000, oct 1 25-19-. Please look into this and put out a warning to all drs who may be thinking about removing adult spine rods or implants. This can cause horrible consequences, as in rptr's case. When rptr was diagnosed with the compression fractures and rptr's spine was indeed collapsing, rptr saw an orthopedic surgeon who confirmed by MRI's and other x-rays, that the rptr's spine started collapsing right after the upper rod was removed in 1997. He reviewed x-rays before and after that surgery. Rptr also lost 2 1/2 inches in height.